Manufacturer narrative:
. E3: occupation: materials managere the returned device was progreat (the actual device), and the concomitant guidewire was not returned. The actual device had been fractured at approximately 1320 mm from the anti-kink protector, and since the effective length of this product is 1500 mm, the fragment was estimated to be approximately 180 mm; however, no fragment was returned. Appearance confirmation - it had been tapered in the vicinity of the fractured part. - the reinforcing coil had been missing at the fractured part - approximately 330 mm from the fractured part. - the reinforcing coil had been fractured in the lumen of the catheter at approximately 255 mm from the fractured part. - the outer layer of fractured part had been torn off. - it was thought that the tensile load was applied to the involved part, resulting in the fracture. - no anomalies such as fracture, kink or crush were found in other parts - the reinforcing coil had been elongated at approximately 255 mm - approximately 330 mm from the fractured part. - the inner layer had been elongated at approximately 330 mm from the fractured part. - liquid had been accumulated at approximately 415 mm - approximately 960 mm from the fractured part. - no anomaly such as obstruction in the lumen of other parts. Function confirmation - the outer diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. History investigation of the involved product code and lot number - no anomaly was found in manufacturing records and shipping inspection records - no other similar report was found in the past complaint file. History of tensile strength regularly tested - no anomaly was found in the trend of the lots around 2.4fr products. Simulation test the following simulation test was conducted assuming that the actual device became fractured as a result of removing the concomitant guidewire with it stuck with the actual device. - the factory-retained 0.018-inch guidewire was inserted into the factory-retained progreat and they were intentionally stuck. In that state, the guidewire and catheter were held and a tensile load was applied, resulting in the outer layer being fractured. - as a result of applying further tensile load, the reinforcing coil and the inner layer became fractured. At this time, the outer layer, reinforcing coil, and inner layer on the distal side of the fragment closely adhered to the guidewire surface with them elongated. - the "frayed" on the concomitant guidewire noted in the complaint was thought to refer to this state in which the reinforcing coil and inner layer are closely adhered to the surface of the concomitant guidewire. - when examining the proximal side of the fragment under a microscope, tapering and the missing of the reinforcing coil was observed at the distal end of the proximal side of the fragment. Additionally, a fracture of the reinforcing coil was observed in the catheter lumen. - this state was thought to be similar to that of the actual device. (Cause of occurrence) based on the investigation results and the simulation test, as one of the possibilities, it was considered that this case was caused by the following mechanism. However, since the fragment of the actual device and the concomitant device were not returned, it was not possible to clarify the cause - the concomitant guidewire got stuck inside the actual device due to some factor. - in the condition of and while the guidewire was fixed, the actual catheter was held and tensile load was applied, resulting in the actual device being fractured. Additionally, since the inner layer and reinforcing coil of the actual device closely adhered to the surface of the concomitant guidewire, the concomitant guidewire became frayed shape. The IFU indicates the following: - drawing back the guide wire against resistance may cause the catheter to kink. If any resistance is felt, draw back the catheter to a position where no resistance to the guide wire withdrawal is noticed, then remove the guide wire. Withdraw the guide wire without this manipulation may damage the catheter. For the related report please see section h10 terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following information: it was reported that the wire they were using frayed inside the progreat microcatheter. The type of wire is unknown. There was no blood loss. The progreat did not appear to be damaged prior to use. There was no harm caused to the patient due to the event.